Event description:
Left hip implant of metal to metal device manufactured by (B)(4). Problematic ever since installation. Subluxation frequently, severe pain continuously, unable to have full weight on limb. Treated for bursitis in joint. In 2011, got referral for second opinion. Only way to relieve the problem was to undergo a second surgery and have the metal to metal removed and replaced with a more conservative device (not metal to metal). Underwent surgery for left hip implant revision on (B)(6) 2011. Reason for use: arthritis hip degeneration.